Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a scan error when attempting to pair and start a new libre 3 plus sensor with the ilet system, including inability to trigger ¿scan new sensor¿ on multiple smartphones and persistent pairing failure alerts despite troubleshooting and firmware update. Symptoms included no adverse clinical effects and blood glucose remained unaffected. Outcomes included temporary interruption of cgm-to-pump connectivity and need for extended troubleshooting support. Investigation included technical support guidance, verification of device selection and serial number, firmware update on the pump, attempts with multiple phones including ios and android, phone restarts, and education on nfc positioning and bluetooth management. Investigation of this case revealed user interface and connectivity challenges with sensor scanning on certain phones and eventual successful resolution after user continued setup steps. It was concluded that the event was attributable to scanning and connectivity difficulties without patient injury, and normal function was achieved after troubleshooting and user action.